Event description:
It was reported that a spectrum pump constantly alarmed air-in-line. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the constant air-in-line alarms caused by low ultrasonic readings. Low readings make the pump more sensitive to alarm air-in-line and is caused by a failed ultrasonic sensor. The ultrasonic sensor was replaced.